Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1132269 device expiration date : 05/31/2026. Device manufacture date : 05/12/2021. Lot # : unknown device expiration date : unknown. Device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : it was reported pen needles clog during the flow check. The consumer reported finding some pen needles to clog during the flow check. Date of event : unknown . Sample status : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-07. Investigation summary: customer returned (9) open 4mm, 32g pen needles from lot # 1132269. Customer states that the pen needles clog during the flow check. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Customer returned (10) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needles clog during the flow check. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : it was reported pen needles clog during the flow check. The consumer reported finding some pen needles to clog during the flow check. Date of event : unknown . Sample status : available.